Event description:
Ethicon enseal made a cut on the vessel but did not seal. The device continued to fail to seal and staff ended up having to go in with a different device to control the bleeding after a few sutures were used to control spots that were heavier than others.